Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the clinician stated a screw snapped in half of backup battery (ebb) housing. The system controller was replaced, and there was no patient impact.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of an emergency backup battery (ebb) housing screw snapping in half was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that the system controller was replaced, there was no patient impact, and no product was returning. No photos or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch (rev. D) section 2 entitled ¿system operations¿ provides instruction on how to properly remove the battery compartment cover and replace the backup battery. The heartmate 3 IFU, section 8 entitled ¿equipment storage and care¿, and abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A), section 6 entitled ¿caring for the equipment¿, address how to properly maintain and store the equipment for proper use. The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.